Event description:
The customer reported a blank display when attempting to access certain features. The customer was also having difficulty programming a bolus. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board.